Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit keep alarming system failure.? No adverse patient effects were reported by the customer".

Manufacturer narrative:
One device was received for investigation. During visual inspection the device was observed to have visible fluid contamination and the bottom case cracked by the "l" bracket pole clamp. The reported issue was confirmed during functional testing when the device was powered up and no configuration settings were found. The investigation determined the root cause to be a software error, induced by a simultaneous updating of both firmware and configuration. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device software was reinstalled.